Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, paresthesia, pain, crease/folding of implant.

Event description:
Patient reported "possible leaking", "weird tingling", "rawness behind breast", "pain under arm", and "fold". This record is for the right-side. Device remains implanted. It is unknown if device will be returned.